Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records patient was revised to address failed left total hip replacement-adverse reaction to metal. Revision notes reported corrosion products around the trunnion and the cup was slightly under anteverted. Updated part and lot number of the liner, head and stem. Added cup due to malposition of the cup. Added patient's age. Doi: (B)(6) 2008, dor: nov 21, 2017, (left hip). Re (wipro).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Event description:
Ppf alleges metal wear. After review of medical records patient was revised due to failed left total hip replacement-adverse reaction to metal.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, swelling, limited mobility, inflammation, metallosis, adverse soft tissue reaction, elevated metal ions, bone erosion, injury, emotional distress, mental anguish, and bursitis. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.